Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent loss of capture (loc) on several occasions varying in time, some were greater than 2 seconds. The patient was brought into the clinic and the device was reprogrammed to alleviate this issue. To date, no adverse patient effects have been reported.

Event description:
Additional information was received that this lead was surgically abandoned and successfully replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.